Event description:
A 59-year-old male was treated for an occlusion at the m1 segment. Access was obtained with a zoom 88 access catheter over a guidewire. The zoom 88 was advanced and parked at the distal cervical loop. A zoom 71 aspiration catheter was advanced over the guidewire without issue to the m1 segment. Aspiration was applied to the zoom 71 and the clot was removed on the first pass. No resistance was felt while removing the zoom 71. As the zoom 71 was retracted from the m1 segment into the distal internal carotid artery (ica), the zoom 88 retracted just proximal to the cervical loop in the ica. While continuing to remove the zoom 71 from the patient, fluoroscopy showed that the distal end of the zoom 71 was not moving as the proximal end was being retracted. The treating physician suspected that the zoom 71 broke at the tip of the zoom 88. The physician attempted to capture the separated piece using a stiff 0.035" guidewire and a snare without success. The physician determined that the separated segment of the zoom 71 was not flow limiting and decided not to remove it. There was no report of a kink with the zoom 88. Post-procedure, the patient was reported to be in stable condition. No patient sequelae were reported.

Manufacturer narrative:
The proximal segment of the zoom 71 with a third party rhv attached was returned for investigation. Investigation demonstrated severe damage to the catheter shaft materials and suggested that an axial force was applied during the procedure, stretching the shaft materials prior to the device breaking. Investigation demonstrated stretching, kinking, and flattening of the proximal segment of the zoom 71. The catheter was observed to have a section of stretched outer jacket and coil at the break location. The exact root cause of the broken shaft could not be determined. The manufacturing records for the zoom 71 were reviewed and demonstrated that the product met all the design and manufacturing specifications.